Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the uretero-reno fiberscope had a scrape on the working channel. The reported malfunction occurred at an unspecified time. There were no reports of patient harm.

Event description:
It was reported that the uretero-reno fiberscope had a scrape on the working channel. The reported malfunction occurred at an unspecified time. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the investigation findings do not lead to a clear conclusion about the cause of the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.